Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the instrument broke. The stapler only fired part of the way. The surgeon cut the baosin and changed the cartridge from blue to green to correct the issue. Operative time was not extended more than 30 mins. No bleeding was reported. Unanticipated tissue loss occurred.